Manufacturer narrative:
(B)(4). The device p-cap or test reservoir locks in place properly. The insulin pump was received with a pump error 37 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarm. The pump was received with a cracked keypad overlay, cracked case (battery tube), and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. Insulin pump was cracked on front right side from top to bottom. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.